Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: in article entitled "totally laparoscopic abdominal wall reconstruction: lessons learned and results of a short-term follow-up" written by a. Moazzez et al published in hernia (2013) 17: 633-638. There were 5 patients who underwent a totally laparoscopic abdominal wall reconstruction. One of these patients had parietex mesh (size: 25cm x 14cm) implanted. On post operation day 1, the patient developed pneumonia, respiratory failure. Two months postoperatively the patient developed subxiphoid recurrence. This was a small reducible bulge above the healed midline incision. Previous abdominal surgeries/hernia repair: peptic ulcer perforation surgery 6 months before hernia repair.